Event description:
(B) (6) peripheral cutting balloon registry the single target lesion was a de novo lesion located in an avf (arteriovenous fistula) with 8 mm reference vessel diameter, and 12 mm target lesion length. Lesion had 80% stenosis pre-procedure and 0% stenosis post procedure. Lesion negative for vessel tortuosity and calcification. Lesion morphology described as concentric stenosis and tight stenosis lesion. No pain was perceived during the procedure. First month follow up assessment patient status was alive with patent target lesion, no adverse events or intervention was reported. Three month follow up assessment in (B) (6) 2008 reports ¿restenosis¿. In (B) (6) 2008 the patient underwent conventional angioplasty in the target vessel due to angiographic restenosis. Seriousness, outcome and relationship to registry device not provided. Six and twelve month follow up assessment not provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu. (B) (6) "product unavailable for analysis."